Event description:
It was reported that inappropriate therapy due to psvt was observed. Externalized conductors were noted, however no electrical anomalies were seen. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.